Manufacturer narrative:
Lot number: either 22987931 or 23122126. Device evaluated by MFR.: returned product consisted of a solent dista thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically and visually inspected. Inspection of the device presented no damage or irregularities to the device, but the attached waste bag was new/not used as there was no fluid inside and it was still folded up. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the 'check catheter for kinks' error was displayed on the console, meaning that the device over-pressured. The device was removed from the console and the shaft was inspected but there was no reason that would have caused an over-pressure alarm. The tip was cut, and the jets were microscopically inspected, and it showed that there was a jet hole that was plugged, causing the over pressure as the flow was being restricted. Further analysis revealed the obstructed jet hole was plugged with gold, which the jet body material is made of. Inspection of the remainder of the device revealed no damage or other irregularities.

Event description:
Reportable based on the device analysis on 12feb2020. It was reported that catheter failure to prime occurred. An angiojet solent dista catheter was selected for a thrombectomy procedure. However, during preparation, it was noted that the device would not prime. The procedure was completed with another of the same device. No patient complicaions were reported. However, returned device analysis revealed a plugged jet hole.